Event description:
It was reported that pt had an anterior spinal fusion, and the surgeon used electrocautery. The device was turned off prior to surgery. When the device was turned back on and diagnostics were performed, it resulted in high lead impedance on system and normal mode diagnostics. X-rays were received and reviewed by cyberonics. No obvious acute angles or lead discontinuities were observed on the visible lead portions. However, the contrast on the films fade further down towards generator. Due to this poor image contrast near the generator, the lead could not completely be assessed. Based on the x-ray views received, no cause for the high impedance could be determined. Physician is wanting to wait until the pt recovers completely from the back surgery before doing the revision.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.